Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb charging cable was fitting loosely and the customer was having intermittent trouble charging the pump. Multiple usb cables were used and each fit loosely into the usb port. The pump would charge if the cable was held in place. Blood glucose was not impacted.